Event description:
It is reported that when the rep opened the box to put with the rest of the stock, it was determined that the peel pack that holds the guide wire was already opened.

Manufacturer narrative:
This report will be amended when our investigation is complete.